Event description:
Pt had original total joint reconstruction done on 1/15/90. Normal recovery until 8/11/95 when revision total joint done. All plastic components were changed on that date. Pt again presented to the physician's office post revision with complaint of pain and swelling in operative knee. Arthroscopic procedure done on 2/96 showed "failing total knee due to poly-wear." A portion of the tibial insert was removed during the procedure.